Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient¿s heart could not stand after implantation. The device was explanted. Two different years were reported for explant 2010 and 2015. Follow up was being done to obtain clarification. No further complication was reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that the patient experienced heart discomfort. The patient did not experience more than 50% symptom reduction. It was unknown if any troubleshooting was performed. The cause was unknown.

Manufacturer narrative:
(B)(4) has been removed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) clarifying that the explant date was in the year of 2010 and implant date was (B)(6) 2009. The report of ¿heart can¿t stand after implant¿ meant that the patient felt uncomfortable about their heart. The cause was unknown. It was unknown if the event resolved after explant.